Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm. After a non-bsc guidewire was passed through the lesion, dilation was tried to perform with a 6.0 x 40, 40cm mustang balloon catheter. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.